Event description:
Artelon explant - in 20'07, dr. Had implanted an artelon cmc spacer lg into the stt joint of a male engineer via a volar approach. Since the time of the initial procedure, the patient had complained of ongoing pain on the palmer aspect of his hand consistent with stt joint pain. After seven months, the decision was made to remove the artelon implant.

Manufacturer narrative:
Artelon cmc spacer is not indicated for placement in the sst joint.